Event description:
On (B) (6) 2010 the lay patient contacted lifescan (lfs) alleging a meter casing issue with her unidentified lfs meter. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The patient provided the following information: she takes janumet 500 mg. The issue started on the afternoon of (B) (6) 2010; her dog chewed her meter. The patient discarded the damaged meter. The morning of (B) (6) 2010, she experienced frequent urination, felt thirsty, and had a headache. She continued to take her usual medication. The csr documented that the patient did not have test strips or the meter at the time she called lfs. This complaint is reported because the patient alleges that her meter casing was damaged after her dog chewed the meter and afterward she experienced frequent urination and thirst.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.